Event description:
It was reported that the patient experienced chronic abdominal pain. It was determined the catheter had dislodged. The catheter was replaced. The patient recovered without sequela. The pump contained hydromorphone and bupivacaine.

Manufacturer narrative:
Catheter.